Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the left anterior descending artery (lad). A 3.00x33mm xience skypoint drug eluting stent (des) was advanced however, failed to cross the lesion due to the anatomy. During withdrawal resistance was noted with the guiding catheter and the stent struts on the distal edge of the sten were flared. Another same sized skypoint des was used, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the device interacted with the 90% stenosed lesion causing the reported failure to advance and subsequent distal stent flaring. During removal interaction with the guiding catheter likely caused the reported resistance during removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.